Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Cracked case on lcd display window corners noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was performed. The device was returned for analysis.